Event description:
End-user reported an open, red and raw area with itching at the 4 o'clock to the 5 o'clock position located under wafer's mass.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user's current skin care includes routine use of incontinent wipes or baby wipes; alcohol; (B)(4) no sting barrier and stomahesive powder. Appropriate skin care was reviewed with end-user which included the use of stomahesive powder and then use of skin protectant barrier such as (B)(4) sting free. A trial of (B)(4) cohesive seal was recommended to end-user, and samples were sent. Lastly, end-user was instructed to contact health care provider if area does not improve. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info becomes available, a f/u report will be submitted.